Event description:
Related manufacturer report number: 2017865-2023-23769. It was reported during routine generator change out that the atrial and right ventricular leads were revealed to have insulation damage. Both leads were capped (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.